Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the objective lens has foreign objects. Based on the results of the investigation, olympus could not identify the foreign material and could not conclusively specify the root cause of the foreign material remaining in the device. However, the root cause of the reported malfunction could not be determined/identified. The event is detectable/preventable by handling the device in accordance with the following instruction for use (IFU). IFU states the detection method in urf-p7 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in urf-p7 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited that the objective lens has foreign objects. There was no patient involvement.